Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the image was distorted. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the image was distorted. There were no reports of patient involvement.